Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication.

Event description:
Following pump and catheter implant, the pt reported he would get too much medication, then not enough; he was not getting therapeutic relief. The pump had never worked well; however, there seemed to be no refill issues. They were unsure if the pt symptoms were pump related; may be catheter related. The pt was at home. The hcp scheduled a pump replacement because the pump was included in the recall. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.